Manufacturer narrative:
(B)(4). The reported lot number is 467147. A visual inspection of the product involved in the complaint could not be conducted since the product was not received at our facility and no pictures received for evaluation. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. The DHR (device history record) of product code 400340 with batch number 467147 shows that the assembly is manufactured with component (B)(4). No corrective action can be established at this moment since the device sample or pictures of it are not available for evaluation. Customer complaint cannot be confirmed, based only on the info provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time; however, regarding other customer complaints from this same issue, a CAPA file # (B)(4) was opened. If device sample becomes available at a later date, this complaint will be re-opened.

Event description:
The customer alleges that the device does not screw properly onto the oxygen connector. No pt injury reported.